Event description:
The device was returned for service. During service testing, the baxter technician reported an infusion pump with a failure code 538 found in the event history. According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 18 2007. Evaluation summary:the reported condition of failure code 538 found in the event history was confirmed by the baxter repair technician. Inspection of the device revealed a noisy fan assembly, which was replaced. The device was tested by the repair technician. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA